Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from january 4, 2021 - january 5, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quantity of two (2) folfusors sv (small volume) leaked from unspecified locations. The issue was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.